Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000ml exactamix eva tpn bags had leaked. It was not specified when in the process this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate report to manufacturer report # 1416980-2018-06210. All investigation activities will be captured under manufacturer report # 1416980-2018-06210.